Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose reading was 89 mg/dl. Customer reported she was at the beach and its probably humidity, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer also reported when he was trying to set a bolus the numbers kept ramping on there own. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.